Manufacturer narrative:
Correction: section d - device available for evaluation marked as yes, in the initial report this was marked as no. Additional information: section d - device returned to manufacturer section g - date received by manufacturer; type of report section h - device manufacture date; evaluation codes. The cls was returned to saluda for analysis and passed visual and functional testing. Additional testing with spacers to simulate implant depth demonstrated that the cls maintained charger connection and fully charged even at depths of 2.5cm. Review of patient¿s logs from (B)(6) 2025, showed 23 charging events with an average charging duration of 22 minutes. It could not be confirmed if the reported charging difficulty was related to the patient¿s charging technique or due to the cls depth; therefore, the root cause of the charging difficulty cannot be definitively determined. The evoke scs system surgical guide states, "the pocket should 0.5 cm to 2 cm (0.2 in to 0.8 in) below the skin surface¿ and cautions to ¿ensure that the cls is not implanted too deep so that charging is not compromised." In addition, the evoke scs system user manual details proper charging technique including, "the charger will beep once if the charger coil moves out of charging range. Realign the charger coil so the ¿charging link¿ indicator shows three or four bars." The manufacturing records were reviewed and the product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty charging their evoke closed loop stimulator (cls). Troubleshooting included attempting to charge the cls with different evoke chargers but unsuccessful. The evoke scs system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.